Event description:
It was reported that foreign material was found inside sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: long black hair inside of sterile package. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be improper cleaning process, qc incoming, and in-process inspections.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside sterile packaging.